Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils consistent with procedural damage. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.